Event description:
Report received via internet stating "facility has been experiencing breakage with this". Acct. States stopcock is used in operating room. "Probably with deprivan". No pt. Injury reported.